Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the stenosis of this pericardial valve. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 21mm valve pericardial aortic, implanted for 14 years and six (6) months, is being considered to undergo a valve-in-valve procedure due to severe aortic stenosis. The patient is asymptomatic, but demonstrates very high gradients with mild pvl. The plan for this patient is to be evaluated for possible tavr if she becomes symptomatic. There is no immediate plan for a tavr procedure.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider that the valve in valve procedure was performed with a non-edwards device. After the valve was deployed, tee showed the valve functioning well with a mean 11 mmhg gradient across the valve. The patient tolerated the procedure well and was discharged home with services on pod #3 in improved condition.